Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board. Insulin pump was monitored and functioned properly. Unit was received with broken and peeling serial number label, scratched case, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a recurring pump error alarm. The customer's blood glucose value was 411 mg/dl at the time of the incident and it was 344 mg/dl at the time of the call. Customer treated the high readings with manual injection. Customer declined further troubleshooting as they have done it previously. The insulin pump will need to be replaced. The device will be returned and customer would like to get a copy of letter of analysis.